Manufacturer narrative:
The customer¿s experience of a broken smartsite was confirmed. During visual inspection it was noted that the used smartsite valve was received with the white cap separated from the smartsite clear body. The smartsite female luer adapter shows material from the clear body still remained. A whitish area on the body of the valve, indicative of stress, was noted. Functional testing was not performed due to obvious damage to the set. The root cause of the damage to the smartsite valve was not identified.

Event description:
The customer reported a smartsite broke in the nicu while the valve was being cleaned with an alcohol swab. No leaking or patient harm was reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted with investigation results when the evaluation is completed.